Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The needle tip broke during the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle shows a strong bent up needle point with fracture. During visual inspection under a light-microscope at the broken needle, several marks of instrument marks were found over the needle point areas which indicates that the needle was handled there. Grasping in the point area could impair the penetration and cause fracture of the needle. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. All 9 returned sterile needles show intact needle points. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.